Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated this skin graft mesher. Initial qa inspection of the skin graft mesher by medicrea revealed that device was aged and corroded between the drive path and flat sides. It was also noted that the fixing screws were corroded and the roller, roller gear were damaged. The device calibration was out of specifications and failed to produce a sample graft. Repair of the skin graft mesher was performed by medicrea which included replacement of the side plates, carrier, screw, roller, roller gear and bearing washer kit. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the device was returned to medicrea facility for repair service. The root cause of the reported event could be that the device was corroded between the drive path and flat sides, the fixing screws were corroded and the roller, roller gear were damaged. Also, the device calibration was out of specifications and failed to produce a sample graft. The issue was resolved with the included replacement of the side plates, carrier, screw, roller, roller gear and bearing washer kit. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It is reported the customer was requesting the complete revision of this device. During inspection of the returned device, the device calibration was out of specifications and failed to produce a sample graft. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint.